Manufacturer narrative:
Concomitant medical products: c4tr01 ipg implanted: (B)(6) 2017; 5071-53 lead implanted: (B)(6)2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance since implant. The ra lead remains in use. No patient complications have been reported as a result of this event.